Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available. Additional information revealed that the spinal cord stimulation (scs) patient experienced high impedance with non boston scientific leads. To address this, the patient underwent a revision procedure in which the paddle lead was removed and replaced with a bsci lead. The implantable pulse generator (ipg) was electively explanted as part of a planned system upgrade. The patient is recovering well postoperatively. In accordance with facility policy, the explanted device was disposed of and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The current location of the explanted device remains unknown. No additional information was available.